Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/30/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and absorbable straps were used. During the procedure for a bilateral inguinal hernia in a patient, the staples did not penetrate into the hard plane and fell, for 4 staples in a row. Then, the clip did not come out of the clamp at all. The surgeon pulled out the forceps to try to make it work again but it was blocked with no way to pull out a staple. To complete the procedure, another clamp had to be opened. There were no clinical consequences except for loss of time and financial loss. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/5/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - how long was the delay? Between 5 and 10 min. - were there any unexpected outcomes or complications as a result of the prolonged surgery time?no - was there any change in the patient¿s post-operative care due to the prolonged procedure?no h3 investigational summary: the product was returned to eth for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the strap25 device was received with no apparent damage to the external components. Additionally, a foil was returned with the instrument. To replicate the reported incident, the device was manually actuated on multiple occasions; however, no straps were fired despite proper activation. The instrument was subsequently disassembled. Upon disassembly, the fork prongs were found to be deformed, which prevented proper firing of the straps. Additionally, twenty-one (21) straps were identified retained within the cannula shaft. The event reported was confirmed and it is related to improper use of the device. A possible cause for the condition of the prongs of the fork deformed is indicative of the device being fired into bone or another hard surface, thus rendering device unusable. The instructions for use states that a minimum tissue thickness of 6.7 mm is required when applying the fastener over underlying bone, vessels, or viscera. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.